Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) treatment procedure a balloon rupture occurred. The 100% stenosed target lesion being treated was located in the moderately tortuous and severely calcified right popliteal artery. The 3mmx40mmx145cm sterling balloon catheter being used for pre-dilation was advanced to the lesion and on the first inflation it ruptured. The device was successfully removed intact from the patient and the procedure was completed with a different device. No patient complications were reported and the patient's status is good.